Event description:
It was reported by the affiliate that during a left hemicolectomy, two shears malfunctioned and gave a solid tone. There was not enough coagulation. The case was completed with a like device with no patient consequence.